Manufacturer narrative:
An internal investigation was performed for customers in (B)(6) reporting a false positive cefoxitin screen for a staphylococcus aureus strain in association with the vitek® 2 ast-p592 test kit. A review of the raw materials, in-process materials, and the manufacturing processes did not show any complaint lot specific factor that could cause an increase false positives. There does not appear to be an instrument performance or maintenance issue, product stability, nor a measurement or standardization issue. Although the software version 8.01 increases the reading time and theoretically could increase the false positive rate, studies show the rate is well within performance requirements. It should also be noted that a certain degree of organism variability can lead to false positive cefoxitin screen results. These deviations are captured in the performance characteristics of the cefoxitin screen test. A review of the test method identified risks for contamination associated with ancillary components used in the test method that can cause false positives and was shown to be the case in previous investigations. The 8.01 cefoxitin screen analysis modification may exacerbate the impact of contamination. Finally, a heightened awareness in the field due to multiple field communications involving 8.01 and cefoxitin screen testing , may have resulted in an increased rate of complaints even if the overall false resistance rate was the same. The complaint rate will continue to be monitored and any adverse trend will be investigated. In addition to the testing done by biomérieux, it should be noted that to this point, no customer isolate submittals have generated the same initial false positive oxsf result. Furthermore, the false positive results are not replicated at either biomerieux or at the customer sites. Info 4040, good vitek®2 testing practices was published 25sep2018 in order to assist biomérieux customer service with customer troubleshooting.

Event description:
A customer in (B)(6) reported a (B)(6) cefoxitin screen for a staphylococcus aureus strain in association with the vitek® 2 ast-p592 test kit. The customer reported that the cefoxitin screen was (B)(6), with (B)(6) that was changed to resistant via therapeutic correction. The customer stated that retesting with an alternative method gave an (B)(6) result (B)(6), and (B)(6) was (B)(6). Agar disc diffusion was (B)(6) and (B)(6). The customer stated there was a delay in reporting results over 24 hours, and there was no impact to the patient or treatment. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.